Event description:
A false positive advia centaur cp troponin ultra result was obtained on a pt sample that was run in duplicate. The sample was drawn in a 7ml z serum separator clot activated tube. Repeat duplicate testing was performed utilizing siemens sample cups and the results were negative. The customer reported the negative result. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unk. There were no system errors noted. The customer declined service -no further action taken. No further eval of the device is required.